Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the r wave marker is identifying the t wave at times. There was no patient involvement.